Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support (cts) confirmed the alarm and decided to replace the pump. The caller was instructed on necessary steps to handle and return the defective pump and to use a backup insulin pump to avoid interruption. A replacement pump and requested replacement cartridges were sent by cts, and the caller acknowledged understanding of the instructions.